Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor experienced high sensor glucose rate of change. Sensor did not perform within specifications and this issue is confirmed. High sensor glucose rate of change can be caused by multiple factors and cannot be determined by carelink analysis. It is likely that the sensor contributed to the event sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted. Change sensor due to sensor sensitivity being lower than limit in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 72 mg/dl. The customer reported a discrepancy between sensor glucose and blood glucose which is not within range. The event involved product(s) mmt-397a, mmt-1884, mmt-7040b, mmt-332a. Troubleshooting was performed. The customer calibrated it multiple times but were not accepted resulting to a change sensor alert. The sensor glucose value was 150 mg/dl, while the blood glucose value was 72 mg/dl, resulting in a difference of 78 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. No further patient complications were reported. No product return is required for mmt-397a, mmt-1884, mmt-7040b, mmt-332a.